Event description:
According to the reporter: occurred during a thoraco/lobectomy. The nurse set the powered handle. The surgeon pressed the green firing button, but the instrument did not fire. To complete the firing, another reload was used. No patient injury or extension in surgical time. Patient status is no problem.